Event description:
It was reported that during a ptca procedure on a "cto" lesion in the distal right coronary artery, the guide wire was observed to prolapse in a small branch. An unsuccessful attempt was made to remove the guide wire. Additional dilatation was performed. The dilatation catheter was then advanced to the distal tip of the guide wire to provide support for its removal, but the guide wire tip was observed to be stretched and could not be withdrawn. The dilatation catheter was withdrawn into the guide catheterand inflated, and all of the equipment was removed together. The tip of the guide wire remained in the anatomy. An unsuccessful attempt was made to remove the guide wire tip using a goose neck snare device. Another company's stent was deployed in the vessel to secure the separated tip against the vessel wall.